Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer subject of the reported event. The steris technician inspected the washer and found it to be operating to specifications. No repairs were required, and the unit was returned to service. The reported event is attributed to user error as the employee should not attempt to manually remove an obstruction. The amsco 7052 hp washer/disinfector operator manual states, "if an obstruction is present in the wash chamber door, the door safety bar will detect an obstruction and the door will automatically stop from closing. Wait until door is fully open before removing obstruction." Additionally, the operator manual states, "if it ever occurs that the sensor does not detect a door obstruction, never use your hand to push on the obstruction trying to dislodge it. Call steris for this abnormal situation." The technician counseled user facility personnel on proper loading techniques and safety operation protocols. The amsco 7052 hp washer/disinfector is not under steris service agreement for preventive maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a hand injury after removing an obstruction from the doorway of their amsco 7052 hp washer/disinfector. Medical treatment was administered.